Event description:
It was reported that the patient had a traumatic fall while ice skating. The surgeon reported that the humeral insert was disassociated from the humeral stem. The patient underwent revision surgery to remove and replace the humeral insert with an equivalent size humeral insert. Customer has indicated that the implant will not be returned for investigation as the implant was discarded by the hospital.

Manufacturer narrative:
Concomitant product: poly insert implant size 40 +8, 1230-7505-003, lot # unknown. The revision surgery was completed as intended. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.